Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01832.

Event description:
Prior to a transfemoral tavr procedure, it was noted that the patient had a 4.5cm aaa (abdominal aortic aneurysm) with disease in the right common iliac artery (rcia). During the advancement of a 26mm sapien 3 ultra valve, difficulties were encountered when the valve and commander delivery system exited the esheath. The sheath was positioned inferior to an existing aaa. When the valve exited the sheath, it was reported that there was not enough 'pushability' to advance the valve due to the aaa. As the valve was pulled back into the sheath, a frame strut pulled away from the valve. The valve, delivery system and valve were removed as a unit. A new sheath, valve and delivery system were prepared and successfully used for the procedure. It was reported that the sheath was damaged due to the bent frame strut. The sheath liner was torn, and the valve was protruding from the sheath as it was withdrawn. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The second valve remains implanted in the patient. The initial esheath, commander delivery system and valve were returned to edwards lifesciences for evaluation. Pre-decontamination of the returned device confirmed the reported liner tear. A liner strand was also observed.

Manufacturer narrative:
The initial esheath was returned to edwards for evaluation. Visual inspection revealed a bent valve strut was present on the inflow of the valve and was observed protruding through the sheath liner. The liner was torn approximately 5.5 inches from the distal tip. A liner strand was present at the liner tear region, approximately 2 inches from the distal tip and 2 inches in length. The hanging portion ended with a thicker portion of the bunched liner. Review of the patient 3mensio report indicated the access vessels were calcified and an abdominal aortic aneurysm (aaa) was visible. Dimensional analysis of the liner thickness, measuring along the length of the liner tear and strand, was performed. The liner thickness was within specification. Functional testing was not able to be performed due to the condition of the returned device. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the appropriate complaint codes. Complaint history review from april 2020 to march 2021 for the esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned device. Dimensional testing showed no indication that a manufacturing non-conformance contributed to the complaint events. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. The complaint description states, 'as we pulled the system back into the sheath, a stent strut was pulled away the valve. We removed the system and sheath as a whole and introduced a new sheath'. The returned device had a bent strut protruding through the sheath liner. As the liner tear was located distal to the crimped valve, it likely that the bent strut interacted with the liner during retrieval into the sheath, and with possible excessive device manipulation, and caused the liner tear and strand. Additionally, the patient's access vessels contained calcification. It is possible that the calcification could have weakened the liner making it susceptible to liner damage. Available information suggests in addition to procedural factors ((valve strut caught on liner, excessive manipulation), patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The initial esheath was returned to edwards for evaluation. Visual inspection revealed a bent valve strut was present on the inflow of the valve and was observed protruding through the sheath liner. The liner was torn approximately 5.5 inches from the distal tip. A liner strand was present at the liner tear region, approximately 2 inches from the distal tip and 2 inches in length. The hanging portion ended with a thicker portion of the bunched liner. Review of the patient 3mensio report indicated the access vessels were calcified and an abdominal aortic aneurysm (aaa) was visible. Dimensional analysis of the liner thickness, measuring along the length of the liner tear and strand, was performed. The liner thickness was within specification. Functional testing was not able to be performed due to the condition of the returned device. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the appropriate complaint codes. Complaint history review from april 2020 to march 2021 for the esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event.